Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the b button on the insulin pump keypad is not responsive before and after a battery change. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the insulin pump also alarmed failed battery and low battery. At the end of the call, the customer indicated that the b button worked and will monitor the pump and call back for further assistance . Troubleshooting attempted to call customer to ask about other pump settings but was unable to leave a voice mail.